Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular lead was oversensing noise that triggered pacing inhibition. Further testing revealed the right ventricular lead exhibited and unstable pacing impedance and insulation damage. The right ventricular lead was capped and replaced on (B)(6) 2023. There were no patient consequences.